Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of lo results. Pharmacist is calling on behalf of the customer. The pharmacist states the customer feels well and requires no medical attention. The customer's expected blood results are 130-160mg/dl fasting. Verified the strips expired 7/21/2018. Customer confirms the strips were first opened 10/21/2015. Reviewed meter memory (B)(4). Memory concerns: "lo". Pharmacist calling on behalf of customer. Pharmacy was using expired control solution and read "lo". Pharmacist did not know if results in the memory were fasting or non-fasting results. The meters date and time is incorrect.